Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained additional information. The customer rebooted the system each time the error recurred from the first power cycle. The customer did not abandon or disable the universal surgical manipulator (usm) due to the error. The probable root cause is contributed to component failure based on the failure analysis of the unit.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) but did not reproduce the problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed, and the issue was confirmed via artemis logs as having to have occurred pointing to the clockspring and replicated in-house. The usm was tested on an in-house system where it passed normal mode. The usm was also tested on an in-house functional test platform where it failed the fiber test for the clockspring. Error 31226 was triggered during a systems test while error 1126 was triggered during a functional test platform test. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the customer called a technical support engineer (tse) and reported that arm 4 was not responsive during procedure. They said that the error occurred several times in the procedure and restarted the system. The error was resolved after the power cycle, but recurred. The tse checked the log and confirmed error 1126 and 31226 with arm 4. The tse explained the error in detail to the customer. They accepted and wanted a field engineer to check the system. The procedure was completed as planned with no reported injury.